Event description:
Caller reports that during a correlation study, the following inform system/lab results were obtained on neonate pts: 49 mg/dl/30 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.